Event description:
Customer reported ballooned silicone segment near the upper fitment. An IV infusion completed, and the nurse discovered the balloon after opening the door to remove the set from the device. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 14 psi; the specification is (B)(4). The silicone segment was likely weakened during customer use. Failure of this test suggests previous ballooning had occurred as the customer reported. Because the customer did not state that an IV push or flush was administered, the root cause of the ballooned segment could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This will cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.